Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing at open end; the outer flow tubing open end is partially attached to cap; the fiber glass cap detached however the glass and metal caps are still secured by outer flow tubing; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits signs of melting, and severe contamination, likely biologic; fiber ID label is missing. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure, the surgeon "did not think it was performing to usual standard". The fiber tip was cleaned and reinserted. The fiber "lazered for a few minutes after this the fibre failed completely" and it was noted that "fiber tip came off". The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient reported.